Event description:
A surgeon reported a pt began having a decrease in vision and a dense growth on the anterior surface of the intraocular lens (iol) of her left eye following a yag capsulotomy to treat posterior capsule opacification (pco). The yag procedure was performed one month after iol implant surgery. The surgeon reported the pt had experienced floaters and flashes of light following the iol implant procedure. The pt has a "unique history of bilateral pan-uveitis" and significant history of bilateral iritis as well as other ocular and non-ocular medical conditions. Some improvement was noted following treatment with medication.

Manufacturer narrative:
The device was not returned for evaluation; the device remains implanted. Device history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/19/2009, 08/21/2009, 08/24/2009 and 09/03/2009 by phone, fax and mail. A completed questionnaire and pt records were received. (B) (4). (B) (4). (B) (4).